Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material or probable cause of the reported issue cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air water channel and auxiliary jet tube. There was no patient involvement.